Event description:
Caller reported a malfunction on the pump, which was indicated by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset process. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to call back if any issues reappeared.